Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter boards, installed software and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient an 840 ventilator had a blank screen, generated an audible alarm and stopped cycling. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported event occurred during patient use. The patient was transferred to another ventilator with no harm.